Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A infusion was found with a rate of 250ml/h and a volume of 60ml. The infusion started at 7:27pm. At 7:36pm the pre-alarm "vtbi near end" occurred. 5 minutes later the volume was reached and the kvo-mode (keep vein open) started. At 7:45pm the infusion was stopped. No other abnormalities were found. (History files are attached to the pc-notification). 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" according to the customer: an overinfusion had occured.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400637661. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.